Event description:
A malfunction was reported on the customer's pump, which displayed a malfunction code malf 12. The customer reported at least three occurrences of the same malfunction on this pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a corrective action, the customer planned to use a backup insulin pump while waiting for a replacement. Tandem technical support confirmed the shipping address and sent the customer a replacement pump. The customer was instructed on how to return the problematic pump and how to proceed with the replacement pump.